Manufacturer narrative:
Evaluation codes: results: the complaint for ¿pain at ipg site¿ was not confirmed. The (ipg) was in good condition and communicated with all lab utilities. The ipg was tested to manufacturing specifications using the auto tester and passed all portions of the test. No anomalies were observed that would have existed prior to explanting and could have contributed to the ineffective stimulation complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's entire scs system was removed due to pain at the ipg site.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.